Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported clinician started an infusion of heparin (100 units/250ml) at a rate of 16.3ml/hr. Approximately an hour and a half later the clinician noted the bag was empty. Clinician paused the pump and confirmed rate of infusion with charge nurse and unit educators. Upon inspection of the pump, the stated volume infused was 22.4ml, although the 250ml bag was empty. Clinicians confirmed all parameters were set appropriately. According to the customer, there was no noticeable defects in the bag, tubing, channel or brain of the pump. Stat partial thromboplastin time (ptt) was drawn and elevated at 139. Patient complaint of mild diaphoresis and tachycardia noted on exam. The infusion was stopped, and providers were notified. Repeat ptt was drawn approximately six (6) hours later and came down to 64.6. Device was sent to biomed for evaluation.

Event description:
It was reported clinician started an infusion of heparin (100 units/250ml) at a rate of 16.3ml/hr. Approximately an hour and a half later the clinician noted the bag was empty. Clinician paused the pump and confirmed rate of infusion with charge nurse and unit educators. Upon inspection of the pump, the stated volume infused was 22.4ml, although the 250ml bag was empty. Clinicians confirmed all parameters were set appropriately. According to the customer, there was no noticeable defects in the bag, tubing, channel or brain of the pump. Stat partial thromboplastin time (ptt) was drawn and elevated at 139. Patient complaint of mild diaphoresis and tachycardia noted on exam. The infusion was stopped, and providers were notified. Repeat ptt was drawn approximately six (6) hours later and came down to 64.6. Device was sent to biomed for evaluation.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.